Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps (cf) involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have a broken grip at the grip base. A piece approximately 0.213" x 0.566" was found to be broken off. The broken piece was not returned. This failure is most commonly caused by mishandling or misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during central processing, the cadiere forceps (cf) instrument tip was broken. There was no report of patient involvement.